Manufacturer narrative:
Patient identifier - requested but not yet provided. Age & date of birth - requested but not yet provided. Sex - requested but not yet provided. Weight - requested but not yet provided. Ethnicity - requested but not yet provided. Race - requested but not yet provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported while using a angio-seal device it was impossible to insert the wire into the dilatator of the angio-seal. The user had use another angio-seal device. With the new device, there was no reported problem. They were able to close the puncture with the new angio-seal. There was no reported blood loss.

Event description:
Additional information was received on 6/22/18: it was reported that the patient hospitalization was not extended due to event. No surgical or non-surgical intervention was required. Patient did not require transfusion and there was no bleeding. There were no patient consequences.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the event or product problem section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. One 6f angio-seal vip was returned for evaluation. One unused and unpacked carrier tube assembly was returned along with the hemostasis sheath and the arteriotomy locator. The guidewire was not returned. The locator, carrier tube assembly and sheath were checked for damages and deformations under a microscope. A fold could be seen near the blood inlet holes on the hemostasis sheath. Slight bends could also be seen along the body of the mated sheath and locator. The following measurements were taken the locator outer diameter was 0.0908" and the locator inner diameter was 0.036". All measurements were within the specifications. The locator and sheath were attempted to be mated for functional testing and some obstruction was felt during the mating action. It was found that the fold/deformation near the blood inlet holes led to the difficulty mating, especially when done within a vessel model. With minor force the locator was eventually able to be mated. No other material obstructions were noted. A 0.033" guidewire was attempted to be mated with the locator/sheath assembly and was able to be passed without any issues. Based on the evaluation of the device, the complaint can confirmed for insertion difficulties since it may be possible that excessive force folded the sheath and locator which led to obstruction in the path of the guidewire. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.